Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using lantern delivery microcatheters (lanterns). During the procedure, while attempting to insert a lantern into a non-penumbra catheter, the physician did not mention mention; however, the lantern became kinked. Therefore, the lantern was removed and the procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.